Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d4; g4; g7; h1; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no intra-operative complications noted during the primary surgery. The patient started experiencing infection within a month of primary ops. During the revision surgery, the surgeon noted brown fluid in the knee joint and tibia was loose. All implants were replaced with cement spacers. Per package insert for the persona personalized knee system: infection and loosening are known adverse effects of this procedure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: (B)(6) 2019; 42500607001 - femur cemented posterior stabilized ¿ 64105209; 42511401014 - articular surface fixed bearing ¿ 64090617; 42540000038 - all poly patella - 64342511. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00342, 3007963827-2019-00343, 0002648920-2019-00883.

Event description:
It was reported that the patient underwent knee revision approximately 6 weeks post implantation due to infection. All components were removed and antibiotic spacers were implanted. Attempts have been made and no further information has been provided.